Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported from the aligners they have had extreme pain, two teeth removed and chipped teeth. Their dentist has highly discouraged them from continuing use of the aligners. Requested diagnostic findings from dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.